Event description:
It was reported that the pt underwent a spinal procedure at t11/l1 for l1 burst fracture using posterior fixation. It was found that the right side l1 pedicle screw broke. The fusion reportedly had not completed. The explant procedure was performed approx seven months post the index surgery.

Manufacturer narrative:
Explanted implants were not returned to manufacturer for eval. Images of explants show one screw fractured at 4-5 threads down. The post op x-rays show the construct was from t11-l1. The pt had t12 burst fracture, not as reported l1 fracture. One of the l1 fixation screws was broken. We are unable to determine the cause of the event; however, the suspect devices in use are lot #w06e2371, w06j0901 and w07h0384. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.